Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 22-jan-2018 a field service engineer (fse) instructed the customer over the phone, to inspect the z guide rod for dirt and grease. The customer confirmed the guide rods were dirty. The fse instructed customer to clean the guide rods with alcohol pads and then lubricated with tri-flow. On 23rd & 24-jan-2018, the fse followed up with customer, and customer reported the g8 instrument was functioning without errors; no further action was required by the fse. A 13 month complaint history review and service history review for similar complaints was performed for the serial number 13583508 from 19dec2016 through aware date 19jan2018. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual under chapter 6 - troubleshooting states the following: 710 z1-axis error an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported event was due to dirty z guide rod.

Event description:
On (B)(6) 2018 a customer reported receiving 710 z1-axis error message while running samples in tubes on the g8 instrument. Customer stated that error does not occur while running samples in cups. Technical support specialist sent customer a replacement sample needle and advised customer to change the needle, because the sample needle might not be hitting the tube cap in the center. On 22-jan-2018 the customer followed up, stating z1-axis error reoccurred after changing the sample needle. The customer is unable to run samples, which caused a delay in reporting of patient results for hemoglobin a1c (hba1c). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.